Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow mid left anterior descending artery. On (B)(6) 2014, the patient presented with polydipsia, polyuria, emaciation, intermittent angina and backache. Therefore, on (B)(6) 2014, a 3.0 x 28 mm and a 3.5 x 18 mm xience xpedition stent were implanted, and the patient recovered and was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized for intermittent angina and sore throat with runny nose. Aspirin and clopidogrel were administered and the patient recovered and was discharged on (B)(6) 2015. According to the physician, the relationship between the events and the devices is unknown. On (B)(6) 2016, the patient was re-hospitalized for intermittent back pain. Aspirin and clopidogrel were administered and the patient recovered and was discharged on (B)(6) 2016. According to the physician, the relationship between the event and the devices is unknown. On (B)(6) 2017, the patient was re-hospitalized for intermittent angina and suffocation. Aspirin and clopidogrel were administered and the patient recovered and was discharged on (B)(6) 2017. According to the physician, the relationship between the events and the devices is unknown. No additional information was provided.